Manufacturer narrative:
The actual device in the incident was discarded and was not returned to the MFR to be evaluated and a lot number was not reported. Without the sample and a lot number, a thorough evaluation could not be performed. There have been no other complaints against the reported lot of product. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual MFR, b. Braun medical industries. If any other pertinent info is received, a follow-up report will be filed.

Event description:
As reported by the user facility: nurse mgr reports, staff nurse was using the introcan safety IV catheter. The safety device failed to activate and the nurse acquired a needlestick. The nurse mgr obtained info that the patient receiving treatment from which the nurse acquired the needlestick has been found to be hepatitis c positive. Add'l info provided by the nurse stuck by the needle indicated she inserted the needle, advanced the catheter, pulled back on the needle and laid it down on the bed. The needle bounced up and hit her in the palm of her hand as she was laying it down. She realized the safety clip was not activated. She is now receiving frequent testing due to patient positive for hepatitis c. Add'l info provided by the nurse mgr indicated the sample was discarded and the packaging was not saved. A lot number is not available. She has reported the information pertaining to protocol bloodwork testing performed is confidential and the nurse involved in the incident will be calling with info pertaining to the testing. However, to date no further info has been received.